Event description:
It was reported that after a percutaneous transluminal angioplasty, arteriotomy closure was attempted of a mildly calcified right common femoral artery using a starclose se device. Although it was reported that the skin incision was made correctly to accommodate the insertion of the clip delivery tube into the tissue tract, blunt dissection, such as with a mosquito clamp, of the skin incision was not performed. Reportedly, during thumb advancer/exchange sheath splitting, the sheath splitter went out of the sheath tube, started to cut the distal part, injuring the subcutis (tissue) trying to find its own way out. Thumb advancer/exchange sheath splitting could not be completed. The safety release was activated releasing the device from the vessel and passive manual arterial compression was applied to achieve hemostasis. No additional intervention was required due to the injury of the subcutis (tissue). There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported exchange sheath splitter going out of the sheath tube which started to cut distally and incomplete exchange sheath splitting were confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - patient selection - reportedly the right common femoral artery was mildly calcified. The special patient populations section of the starclose se instructions for use (IFU) states that the safety and effectiveness of the starclose vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. In addition, the IFU states do not deploy in areas of calcified plaque. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.